Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, clips were crooked. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m92k9l. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 5 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The reported events could not be confirmed as no scissored, dropping or ejecting clips were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.